Event description:
This is filed to report clip implanted past the expiration date. It was reported this was a mirtaclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. One clip was successfully implanted. An expired ntw was then opened and implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported improper or incorrect procedure or method (use after expiration) associated with the use of a cds after its use-by date was due to user choice. It should be noted that the mitraclip g4 instructions for use (IFU) states do not use if the "use-by" date has passed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. 2017 added to capture the device being used after expiration.